Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available. B3: unknown; no information has been provided to date.

Event description:
It was reported that the patient experienced elevated blood glucose levels rising into the 300 mg/dl range while using the infusion set. After replacement of the infusion set, the patient's blood glucose returned to the normal range. There was patient involvement; however, no harm was reported.